Event description:
Patient reported that this is a workman's comp case. (B)(6) 2013 patient had a motorcycle accident and fractured his tibia and fibula. Stated he did not have full range of motion. Surgeon implanted an im rod. The screws were causing pain around ankle area, so surgeon extracted the screw. Screw was bent and broken during extraction. Surgeon left broken half in his leg and said it should not be an issue. Patient is concerned and wants to have broken screw taken out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.